Event description:
It was reported that the system had multiple errors and symptoms and intermittently locked up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors, and adjusted the 5 volt power supply. The system operates as intended.